Manufacturer narrative:
.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2019. On (B)(6) 2019, the patient went to the hospital due to shocks. The shocks were evaluated as in appropriate by the physician, due to fast atrial fibrillation.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2019. On (B)(6) 2019, the patient went to the hospital due to shocks. The shocks were evaluated as inappropriate by the physician, due to fast atrial fibrillation.